Event description:
It was reported that during a laparoscopic hepatectomy procedure, the surgeon tried to use device to ligate vessel but it was locked and wasn't released. The case converted to open to control the bleeding. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: which device is related to the bleeding? Ec60. What is the surgeons experience with the endocutter? Since the device was launched, he has been using it. What vessel was being ligated? Hepatic artery. Please clarify if the stapler was fired or if it was locked prior to firing? Before the firing the stapler was locked. Was there difficulty with anatomy and accessing the vessel? No. What is the current status of the patient? Discharged. Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? No. Has the patient undergone any radiation/chemotherapy therapy? No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the total blood loss? Haven't known the exact blood loss. What was the patient¿s pre-op hemoglobin and hematocrit? Don't know. What was the patient¿s post operative hemoglobin and hematocrit? Don't know. What is the current patient condition? Well recovered. The device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were